Manufacturer narrative:
The pump was returned and fractured impeller blades were found to be the root cause of the reported pump flow. However, because the fluoroscopic image of the pump was not returned, a definitive root cause of the fracture could not be determined.

Event description:
The complainant reported a 68 year old male patient presenting for high risk percutaneous coronary intervention using the impella cp optical for hemodynamic support. During support, flows were lower than expected. A new pump was used without any harm to the patient. Upon investigation of the returned device, broken blades were identified.